Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead (B)(6) 2006; d284trk implantable crt-d, (B)(6) 2010. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the right ventricular (rv) lead had rv "failure" due to elevated impedance and elevated capture threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.